Event description:
During a hip resurfacing implantation surgery, a small pin from the cup introducer came away from the instrument and was unintentionally implanted in a patient. This was not identified during the surgery and was only noticed on post-operative x-rays. The surgeon involved in this incident has not yet determined if the piece of the instrument will be removed or left implanted.